Event description:
It was reported, ¿I have had the mic jejunal feeding tube for 2 years now but no matter what I try I keep material problems and especially problems with the tube material. My skin gets red and itchy from this type of silicone material and the outer piece of tube which hangs on the abdomen seems to just become soft due to either the tube feeding or the medication.¿ per additional information received on 09jul2024, ¿the skin is simply broken by the silicone that is used¿ I was given a medical ointment to put this on the skin because it was completely open to the point of bleeding.¿ per additional information received on 14jul2024, ¿the ointment is eczoia therapy is now 1x per day for the first month, 3x per day for the 2nd month week, 3rd month is once a week, then stop for 1 month and see how the skin is doing, does the allergy return, then build up the therapy in the reverse schedule as above, starting with 1 month once a week and if this has insufficient effect then the month then 3 times a week and possibly in between several times a week instead of from 1x a week to 3 times a week and then check which therapy time the skin is and remains calmest.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 30 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.